Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear on (B)(6) 2021 the customer alleged was hospitalized for high blood glucoses and the sensor glucose reading different from the blood glucose readings. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to partially broken retainer and missing reservoir tube o-ring. Pump received with missing display window cover, cracked select keypad overlay and pillowing keypad overlay during the visual inspection. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test guardian link with the glucose sensor simulator and the test contour next blood glucose meter communicates properly to the insulin pump. Device programmed with sensor glucose and blood glucose value and all registered properly in the summary history noted. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. In summary, customer alleged was not confirmed for the sensor glucose reading different from the blood glucose readings. Unable to verify customer complaint for high blood glucoses. Unable to perform the displacement test, displacement accuracy test and occlusion test due to partially broken retainer and missing reservoir tube o-ring. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2021. Customer had blood glucose level of 402 mg/dl. Customer was treated with insulin pump and insulin drip. Customer had blood glucose level of 200 mg/dl. Customer was using auto mode. Customer stated that there was no air bubbles an leak. Customer stated that the insulin delivery was not suspended due to sensor glucose and blood glucose difference. Customer stated that the insulin pump passed high pressure test. The insulin pump will not be returned for analysis. Frn-mmt-332a,unomed-mmt-396,ozp-mmt-7020a.